Event description:
During implant procedure, the guidewire was observed to be stuck in the atrial lead. No patient consequences were observed. Further information was requested but is not yet received.

Manufacturer narrative:
The reported event of a mandrel insertion issue was not confirmed. As received, a complete lead with its associated stylet was returned inserted in the lead for analysis. The associated stylet was able to be removed with no difficulty. A sample stylet was used to perform an insertion test, and x-ray confirmed the sample stylet was able to be fully inserted / removed successfully with no difficulty. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.